Event description:
Centrifuge lid can be opened during centrifugation. The lid doesn't lock.

Manufacturer narrative:
Eval summary: not every item affected. Faulty design occurs sporadically. Faults of design: correction of dimensions. Creation of sop and device for verification of correct dimensions during in process control. Retraining of workers for correct performance of production process. (B)(4): info to customers about checking affected devices.